Event description:
Reportable upon device analysis completed on (B)(4) 2014. It was reported that while using a 32x3.00mm promus premier¿ stent delivery system a percutaneous coronary intervention was canceled. No patient complications were reported. No further information was available. However, analysis of the complaint device revealed a shaft break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned to the complaint investigation site in two pieces. A visual examination found that the hypotube was broken 225mm distal to the strain relief. The od at an undamaged part of the hypotube close to the site of the break on the proximal end was 0.028in and 0.0275in at distal break site. Both measurements are within specification. Due to the compression at the break sites it was not possible to determine the ID of the hypotube. It was also noted that solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).